Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. The articulating arm was returned to the manufacturer for analysis. Analysis found that the instrument end of the articulating arm remained movable when the handle had been tightened. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the articulating arm needed to be replaced. There was no patient present when this issue was identified. The articulating arm was returned and analysis found that the arm remained movable when the handle was tighten.

Manufacturer narrative:
Correction: correct return date provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The monitor was returned to the manufacturer for analysis. Analysis found that the display and bezel of the returned monitor were cracked and broken. The bezel was cracked in five different areas. The display was cracked on the left side from the top to bottom. The monitor was otherwise functional. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.